Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that programming changes were made. Another instance of non-sustained rv oversensing due to post-paced t-wave oversensing was observed via remote transmission. Patient was asymptomatic. Programming changes were recommended.

Event description:
It was reported that via remote transmission, non-sustained lead noise due to post-paced t-wave oversensing was observed. Patient was asymptomatic. Programming changes were recommended.